Event description:
It was reported that the patient's right ventricular lead had a gradual rise in impedance and capture threshold values. The patient presented for lead revision. Interrogation revealed noise on the lead as well. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
An internal insulation abrasion was noted re cable lumen to the svc shock coil. The etfe coating was intact at this location. Another internal abrasion was found breaching the rv cable lumen at the svc shock coil location. The etfe coating on one of the cables was found abraded exposing the cable conductor.

Manufacturer narrative:
The reported complaint of gradual increase of capture thresholds and impedance were confirmed and were due to calcification covering the helix and ring electrode, which is assumed to be the cause of the steady rise in the impedance and capture. External insulation abrasion was noted at 56.3 cm to 59.0 cm from the pin consistent with lead friction to the ICD can. The etfe coating was intact at this/these location.